Event description:
According the reporter, during the anastomosis laparoscopic procedure, the reload strip was stuck and did not release from the reload and buttress material broke off from the product. The surgeon was able to get the strip to release and opened the stapler. The indicator, handle, adapter, reload lights of the product were all solid.the reload only fired half way. Partial firing and stopped. The surgeon was able to then open the stapler with not further issues. There was no patient injury noted during this event.